Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified, moderately tortuous artery causing the reported failure to advance and subsequent material deformation (stent flare). During removal the device experienced resistance with the difficult anatomy causing the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified, moderately tortuous right coronary artery. A 3.5x23mm xience skypoint stent delivery system (sds) failed to cross due to the anatomy, and the stent was noted to be flared. The sds experienced resistance with the anatomy during removal. An unspecified xience stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.